Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence and urgency frequency. The trial patient¿s wife reported that they when they changed to program 5, the patient would have no urged and just urinate in their pull-up. It was noted that they were doing better now. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive, no injury¿. Follow up information received on (B)(6) 2019 from the spouse reported that the patient had the urge to urinate but just can¿t. There were no further complications reported or anticipated.